Event description:
Elevated troponin I results of 8.04 and 8.0 ng/ml were obtained on two patient samples. The results were reported to the physician who questioned the results. The tests were repeated and results of 0.03, 0.03 and 0.03 ng/ml were obtained for the first patient and a result of 0.01 ng/ml for the second patient. Patient treatment was not altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. The most likely cause for the falsely elevated troponin I result was intermittent misfiring of the r1 ultrasonic system.